Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp had a defect that affected device functionality. This was discovered during use. The following information was provided by the initial reporter: pet owner 1 reported that the shield is too hard to remove. Then the sales rep confirmed dried glue attached on the hub. Also the syringe is curved slightly. Pet owner 2 reported the shield was hard and when s/he twisted the shield, the hub was detached with the shield.

Manufacturer narrative:
The following fields have been updated with corrections: medical device catalog #: 326631. Medical device expiration date: 2024-07-31. Medical device lot #: 9176504. Unique identifier (UDI) #: (B)(4). Device available for eval? Yes. Returned to manufacturer on: 2020-02-25. Device returned to manufacturer: yes. Device manufacture date: 2019-06-25.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp had a defect that affected device functionality. This was discovered during use. The following information was provided by the initial reporter: pet owner 1 reported that the shield is too hard to remove. Then the sales rep confirmed dried glue attached on the hub. Also the syringe is curved slightly. Pet owner 2 reported the shield was hard and when s/he twisted the shield, the hub was detached with the shield.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp had a defect that affected device functionality. This was discovered during use. The following information was provided by the initial reporter: pet owner 1 reported that the shield is too hard to remove. Then the sales rep confirmed dried glue attached on the hub. Also the syringe is curved slightly. Pet owner 2 reported the shield was hard and when s/he twisted the shield, the hub was detached with the shield.

Manufacturer narrative:
Investigation summary customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 9176504. Customer states that the shield is too hard to remove, dried glue is attached to the hub, the syringe is curved slightly, and the hub detached with the shield. The returned syringe was examined and no bowed barrel was observed. The sample was also tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 5.48 lbs., which fall within specifications and the hub-needle assembly did not separate from the barrel when the shield was removed. The sample was examined and exhibited some clear material and dark material on the surface of the hub. A small portion of each of these materials was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the dark material is most likely calcium carbonate while the clear material is most likely epoxy/adheisve. A review of the device history record was completed for batch# 9176504. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on hub, fm on hub) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel, shield difficult to remove, hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on hub, fm on hub) process summary: ¿ the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿ during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿ the cannula is then re-inserted into the hub with vacuum. ¿ the pim inspection systems looks for adhesive clogs, adhesive run over and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.